Event description:
It was reported that during a ptca treatment procedure the maverick2 monorail balloon ruptured at 12 atms on the initial inflation. The lesion being treated was a calcified, 99% stenotic lesion in a tortuous proximal rca. The pt was asymptomatic during this event. The maverick2 monorail balloon catheter was removed and replaced with another maverick2 monorail balloon catheter (size: 20/3.5) to successfully complete the procedure. Pt status is reported as 'good'.